Event description:
"Flush port defective: the physician injected more than 100ml through the flush port into the delivery system, but the physician could not purge air from the sheaths. The physician thought that this defect was caused by the cock of the flush port. The physician replaced the relay plus device with another relay plus device from a different lot to continue the procedure. Subsequently, the procedure was successfully completed." Patient outcome: "no health damage to the patient is reported."

Event description:
"Flush port defective: the physician injected more than 100ml through the flush port into the delivery system, but the physician could not purge air from the sheaths. The physician thought that this defect was caused by the cock of the flush port. The physician replaced the relay plus device with another relay plus device from a different lot to continue the procedure. Subsequently, the procedure was successfully completed." Patient outcome: "no health damage to the patient is reported."